Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that ¿during a manual transmission there were no green lights on the telemetry part of the monitor.¿ troubleshooting steps were taken to no avail. The patient was referred to the clinic to rule out telemetry issues with the implantable cardioverter defibrillator (ICD). A request for information was made and it was learned the patient cancelled the clinic appointment. No other information is known at this time. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.